Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they were not able to connect to their ins using handset/communicator. Caller mentioned trying to charge today and noted a message indicating that they were supposed to use their communicator. Had the caller attempt to connect to ins using normal steps and the patient was able to connect; however, they noted seeing first 'por has occurred, please check battery level' and pressed 'ok'. The patient then saw a message that said 'handset changed, different handset detected' and they pressed their only option which was 'end session'. Caller noted that they only had one handset. They patient attempted to connect again and upon doing so they were able to get to the home screen. Agent reviewed basic info around the menu, on/off, settings and programs. Ins was currently at 80%. The patient charges weekly.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2024-may-30. Patient stated they were trying to charge their ins so they could connect to their settings like they'd done with patient services the last time they spoke with patient services. Patient stated they didn't think they finished with programming the ins the last time but wanted to charge first. Patient services had the patient confirm communicator was off and patient entered into the recharger application and turned on the recharger. They kept getting not found even after doing switching recharger and two recharger resets. The recharger had an orange light and kept making a descending tone and then went back to beeping. Patient services had the patient exit out of the recharger application and put the recharger on the dock and charging. Patient services wanted to note the patient was unable to locate the navigation keys of the handset to get their main background but the patient mentioned they saw the "keyboard" so patient services had the patient type "settings" and the patient was able to go into settings and toggled bluetooth off and back on. They put airplane mode on and then patient services had the patient check location. Location was off. Patient services had the patient turn location on, toggle airplane mode back off and then enter back into the recharger application. They then saw the recharger was inactive so the patient turned the recharger back on and the application showed the recharger was searching for the ins. Patient was then able to successfully begin a charging session. The ins was at 50% charge, they had excellent connection and the therapy was off. Patient briefly lost connection but then was able to connect again and stay connected and charging. Patient is going to charge their ins to 100% and then call patient services back for assistance in turning their therapy back on. Additional information was received from the patient. They reported that the sensor was not working. The cause of he por was due to the battery and charging not working. Patient called in to solve the problem. It was reported that the issue was resolved. The cause of the handset issues were caused by the device not working. It was reported that the issue was resolved as they called in to solve the problem.

Manufacturer narrative:
Concomitant medical product: product ID a90300 serial# unknown product type software product ID a52200 serial# unknown product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the sensor was not working. The cause of he por was due to the battery and charging not working. Patient called in to solve the problem. It was reported that the issue was resolved. The cause of the handset issues were caused by the device not working. It was reported that the issue was resolved as they called in to solve the problem.

Manufacturer narrative:
Continuation of d10: product ID a52200 serial# unknown implanted: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.